Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. Prior to upgrade, the lead threshold was 3.0 volts observed on telemetry. Testing during the implant revealed a new threshold of 7.0 volts. Additional information obtained from the field which indicated that the field representative was not sure of the suspected cause but the lead did look to be in the left ventricle potentially under fluoroscopy. The lead was surgically abandoned. No additional adverse patient effects were reported.